Event description:
It was reported that the patient presented for a generator changeout procedure. Upon review, the pacemaker's right ventricle set screw had stripped. Medical adhesive and the hex wrench were used to disengage the screw freeing the right ventricle lead. The pacemaker was explanted and replaced during the same procedure on (B)(6) 2022. Patient was stable.